Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04710. Follow up information received that only one lead was explanted and replaced. Note: it is unknown to the manufacturer which lead was explanted and replaced, therefore both leads are being reported on.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04710. It was reported that the patient experienced a lead migration. The physician administered injections that showed one lead had migrated. The patient underwent surgical intervention to replace the migrated lead. Note: it is unknown to the manufacturer at this time if one or two leads were replaced. Therefore, both devices are being reported on.